Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-device evaluation: the cartridge lot number was not provided and the cartridge was not returned to animas, therefore no testing could be completed for the cartridge. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2015 at 2:50am. Due to continued pump use, the data from the time of the alleged incident was unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on with functional auditory and vibratory features but the display remained blank. Additional testing could not be completed due to the blank display. The pump cover was removed and moisture corrosion was found on an internal component.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported an elevated blood glucose (bg) event. The patient indicated that she had changed her site/set the previous evening at 7:00 pm. Earlier that day, her bg levels were within range (130-150 mg/dl). Her bedtime bg level was ''213 mg/dl'' at an unspecified time. She did not check her bg during the night. However, the following day at an unspecified time, her fasting bg level was ''508 mg/dl.'' She did not check for ketones. The patient denied having nausea, vomiting, or shortness of breath. The patient took a bolus of 13 units at 7:00 am. Two hours prior to contacting anm, the patient took two 10 units injections. Her bg level reportedly dropped to ''90 mg/dl.'' Through troubleshooting, the anm representative noted that the pump's bolus and basal history added up correctly with the tdd. The pump's advanced settings were correct. The patient admitted to using the ''audio and normal bolus'' with her own calculations. The patient denied having leakage at the site or bent cannulas. No problems were reported with the insertion of her infusion set(s). No leakage, redness, or hardness was noted at her site(s). When the patient removed her cartridge, she reportedly noticed several air bubbles. The patient admitted to using refrigerated insulin. She also claimed that she was unable to remove the air bubbles when the cartridge was changed the previous night. The anm representative involved in this contact instructed her to use insulin at room temperature. While speaking to the anm representative, the patient was able to remove the air bubbles in the cartridge. She primed into the air and removed the air bubbles from the tubing. No significant alarms were noted in the pump's alarm history. The patient also mentioned that the pump's overnight basal was less than it used to be on her other unspecified pump. The patient was going to discuss the basal setting with her health care provider (hcp). Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unclear if the patient's injury can be attributed to possibly use-error considering the patient's cartridge contained air bubbles related to using refrigerated insulin. Also, it is also unknown if the patient was calculating her insulin dosages correctly.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump (serial # (B)(4)) on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump and cartridge have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.